Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional and able to perform ECG acquisition and defibrillation functions. Electrode belt sn (B)(4) has not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor: 07/10/2014. Belt: 01/31/2014.

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient passed away while wearing the lifevest. The patient was reportedly transported to the hospital via ambulance where she later passed away. Review of the downloaded data reveals that a patient experienced a treatment event. The device detected vt on (B)(6) 2015 at 18:29:33. The rhythm transitioned to an idioventricular rhythm just prior to delivery of a 150j treatment shock at 18:31:35. The response buttons were not used. The rhythm after the treatment remained in an idioventricular rhythm. The patient was in a paced rhythm at 90bpm when the belt was disconnected on at 18:31:53.